Event description:
It was reported that: "retained j wire on left internal jugular post liver transplant. The broken piece of j wire lodge partially intra-luminal and a portion extra luminal. Patient was brought back to or to retrieve the foreign body. Surgeon was able to retrieve the intra-lumen wire piece. But left the wire that is lodge extra lumen".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "retained j wire on left internal jugular post liver transplant. The broken piece of j wire lodge partially intra-luminal and a portion extra luminal.patient was brought back to or to retrieve the foreign body. Surgeon was able to retrieve the intra-lumen wire piece. But left the wire that is lodge extra lumen."